Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor received calibration errors. Customer had to change the sensor. The diabetes educator told him to turn off and turn back on after getting a sensor error. The blood glucose reading is 115 mg/dl. Customer is receiving low sensor glucose readings. Customer will monitor the issue. Nothing further reported.